Manufacturer narrative:
The reported event was confirmed. The device was tested using an ultrasonic generator release and revealed the hand piece being out of function. Deep cuts in the plastic material were obvious. The labelling points out that the item needs to be handled carefully. The general appearance revealed a careless handling. Such handling is regarded as user related. Review of complaint history, CAPA database and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated potential non-function was addressed adequately. There were no actions in place related to the reported event for the subject product.

Event description:
Primary procedure, left ankle arthroscopy and lateral stabilization repair. It was reported that the wand was not functioning properly. The wand was tested on two sonic generators with the same result. Surgery was completed using competitor anchors with no delay as discovery was made while a different part of the procedure was being completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary procedure, left ankle arthroscopy and lateral stabilization repair. It was reported that the wand was not functioning properly. The wand was tested on two sonic generators with the same result. Surgery was completed using competitor anchors with no delay as discovery was made while a different part of the procedure was being completed.